Event description:
Boston scientific received information that this product was involved in infection. There were no additional adverse effects reported. Attempts to obtain additional information but were unsuccessful. All available information suggests that the product remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.